Manufacturer narrative:
Based on further communication with the supplier (B)(4) and the end user customer it was determined that the brush that reportedly broke off during use was not actually used during the medical procedure. It was determined that the brush had actually broke off during the cleaning of the scope and was left behind in the lumen of the scope after precleaning and post high level disinfection and was not detected by the hospital prior to use. The actual brush sample was not received from the customer, but the supplier was able to inspect each lot of retained samples and testing was conducted. Testing included a visual inspection of the product which resulted in product meeting standards and a pull test on the ends of each brush to determine if there are any loose parts testing showed the samples met standards. The supplier has provided instructions on the proper use of this brush and has opened a CAPA (B)(4) for trending and compliance reasons.

Manufacturer narrative:
Component g5vbl (channel brush) contained in the cardinal health kit en2413396a broke landing in patient's stomach. This channel brush was able to be retrieved by the physician, but given the potential risk, an MDR is warranted. Multiple attempts were made to contact the supplier over time via phone and email with no response back. Based on the reported incident and lack of response from the supplier (B)(4), cardinal health is filing this report. At this time we are awaiting the results of the supplier's investigation and if we receive  a response from the supplier, a follow-up report will be filed.

Event description:
Per the physician, while in the middle of an esophagogastroduodenoscopy, the brush with wire fell out of the channel and landed in the patient's stomach. The physician immediately used forceps to grab the metal brush forceps and used a roth net to grab the brush tip and pull through the channel while in the stomach. The physician was able to retrieve the brush.  The patient suffered no injury and the procedure was completed without further incident.